Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), approximately 4 years, 9 months, and 9 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the valve was explanted, and a new 25 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the medical records and from the investigation. The following sections of this report have been corrected/updated: a2 (age at time of the event), b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (component code, device codes, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received via medical records indicating that the patient underwent an explant of the 26 mm sapien 3 valve due to severe bioprosthetic aortic stenosis. An echocardiogram performed approximately 4 years and 8 months post transcatheter aortic valve replacement (tavr) procedure revealed an aortic valve mean gradient of 27 mmhg and an aortic valve area (ava) of 0.88 cm2. The cardiac cath revealed the mean aortic valve invasive gradient was 41 mmhg. Approximately 4 years, 9 months, and 9 days post tavr procedure, the patient underwent an aortic valve replacement procedure where the 26 mm sapien 3 valve was explanted, and a new 25 mm surgical valve was implanted. A 40 mm ligation of the left atrial appendage was also performed. The explanted 26 mm sapien 3 valve appeared stiff and restricted. The procedure was uneventful and there were no complications. The pathology results for the explanted valve revealed three focally rigid leaflets secondary to atherosclerotic plaques. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the restricted leaflet motion and valve stenosis that resulted in the valve explant were confirmed based on the medical records provided. A review of the device history record (DHR), lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Regarding the restricted leaflet motion, it develops progressively over time and can be due to a number of issues including patient related factors or structural valve deterioration (svd), including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, "the explanted 26 mm sapien 3 valve appeared stiff and restricted", and "the pathology results for the explanted valve revealed three focally rigid leaflets secondary to atherosclerotic plaques". In this case, it was likely leaflets atherosclerosis/degeneration due to patient conditions led to the reported "stiff and restricted". As such, the available information suggests that patient factors (leaflets atherosclerosis/degeneration) may have contributed to the event. Regarding the valve stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "the patient underwent an explant of the 26 mm sapien 3 valve due to severe bioprosthetic aortic stenosis. An echocardiogram performed approximately 4 years and 8 months post tavr procedure revealed an aortic valve mean gradient of 27 mmhg and an aortic valve area (ava) of 0.88 cm2". In this case, leaflets atherosclerosis/degeneration can reduce the valve effective orifice area (eoa), and potentially obstruct the blood flow, resulting in the reported stenosis. As such, the available information suggests that patient factors (leaflets atherosclerosis/degeneration) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.